Event description:
An endoscopic bladder tumor resection was in progress when the cutting loop electrode broke or disintegrated. The broken metal part was not found. It is believed that the fragment may have been irrigated out of the bladder. No consequences to the pt have been reported or are anticipated.